Event description:
Patient's mom reports the 3ml is very stiff and is difficult to push the medication, and causes discomfort as she injects the medication. Requested 1 ml syringe - unknown if md aware. No further information provided. Reported to (B)(6) by pt/caregiver.